Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that their lead had broken from the external neurostimulator (ens). The patient verified that the plug was still in the ens noting that there was a wire dangling from it, a wire dangling from their back, and that it was severed in the middle. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected